Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). Additional information: d10.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's device was prophylactically explanted and replaced due to advisory. The patient had received appropriate shock therapy through the device when the physician decided to replace the device. The patient was stable.